Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument and completed the device evaluation. The instrument was analyzed and was found to have damage of the conductor wire¿s insulation at the yaw pulley. There was not material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. Components adjacent to the damaged wire insulation do not show damage. In addition, follow-up was performed with the customer and it was revealed that this instrument was also used in the event reported in 2955842-2024-11997.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument had a defective insulated wire. There was no report of patient involvement.